Event description:
Customer called in stating that their sonic unit started smoking, they unplugged and called for service asap. Customer did not have serial # available at time of call.

Manufacturer narrative:
A steris tech was dispatched to the account (central supply srvs dept) to respond to customer call of smelling smoke, customer unplugged unit. Tech noted that the sonic switches had shorted out causing them to burn out. Tech repalced p/n p118068091-switch, p/n p413720657-kit, sonic lid motor srv, and p/n p118552091-valve, sol. 1/2. Unit repaired and placed back in use.